Event description:
A malfunction alarm was reported during the loading process of the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by the technical support team in properly loading a new cartridge and was able to successfully resume insulin therapy. Original cartridge lot information was unavailable.